Manufacturer narrative:
Additional: if follow-up, what type? Updates: date received by MFR, type of reports, evaluation codes. It was reported that the patient underwent a left total hip arthroplasty with zimmer products on (B)(6) 2011. Subsequently, patient tripped fell and landed awkwardly which caused dislocation of the hip. Patient underwent closed reduction on an unknown date. Subsequently, patient dislocated twice more on unknown dates. Patient was revised on (B)(6) 2011 due to multiple dislocations and instability. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the device was not at hand. However, based on the available information the investigation is conducted with outcome as follows. No trend was identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. We received a surgical report of implantation and a surgical report of explantation. The surgical report dated (B)(6) 2011 described that, after implantation, the hip could be flexed 90 degrees and internally rotated to nearly 90 degrees with no dislocation. The report of revision dated (B)(6) 2011 stated that the patient tripped, fell and landed on her hip, the hip was dislocated. It was also noted that the patient dislocated 2 different times. The first dislocation caused significant instability. No further event specific related information could be gathered. Neither x-rays, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, the possible causes for revision are covered in the dfmea ot the reported device. Most probably the dislocations occurred because of cup malpositioning, therefore the issue was not related to the biolox head. However, due to significant lack of information, this could not be determined and it was impossible to perform a meaningful analysis of the reported event. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a biolox delta head, 12/14, 36 x -3.5 on (B)(6) 2011 on the left side. It was also reported: "subsequently, patient tripped and fell and landed awkwardly which cause dislocation of the hip. Patient underwent closed reduction on an unknown date. Subsequently, patient dislocated twice more on unknown dates." The patient underwent a revision surgery on (B)(6) 2011 to multiple dislocations and instability. All components were removed .